Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was used in an open surgery, the surgeon found metal fragments in the patient cavity.(the fragments had been sent with the complaint product). The fragments had been collected during the surgery and the patient had no injury. No additional information at this time.

Manufacturer narrative:
Additional information:evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection of the returned metal fragment found it was a metal clicker from inside the device handle. The disengaged metal clicker was returned. The reported condition was confirmed. The device was disassembled. The investigation found the clicker to have broken off and disengaged. The product engineer was informed of the failure. The product engineer previously conducted an investigation into the same type of failure and issued an engineering evaluation report. The log taken from the device's radio frequency identification(rfid) chip showed the device was used on a device. The clicker was found to have been installed properly during manufacturing and the base remained constrained in the device. Overuse of the clicker by moving it rapidly in opposite directions such as using it as a dissector would tend to fatigue and break the flap. The investigation identified the root cause to be the user mishandling the device with excessive pressure on the handle. The instructions for use(IFU) states, when grasping or manipulating tissue without intending to activate the device avoid excessive pressure to the lever. If information is provided in the future, a supplemental report will be issued.